Event description:
A customer reported that during setup for a procedure, the system would not recognize the footswitch. The case was canceled. There was no patient involvement.

Manufacturer narrative:
A site visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).